Event description:
It was reported that the patient presented to the ER after receiving multiple appropriate and inappropriate therapies. Loss of capture was also observed. Interrogation showed the device to be in backup vvi mode. The patient continued to receive inappropriate therapy even with a magnet over the device. Both the ICD and lead were explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.